Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Right case was found cracked. Motor not running error found in pump event history log. Occlusion test was unable to duplicate the reported problem. The root cause of the reported issue was found to be motor assembly, warn gear, leadscrew, and clutch halves. The sample is over 10 years old. Actions were taken to mitigate the reported issue: replaced motor assembly, warn gear, leadscrew, and clutch halves. UDI information is unknown.

Event description:
It was reported that the device's motor was not running. No patient injury was reported.